Event description:
It was reported that the device displayed all three (attention, charge pak and service) icons. This could be an indicative of the device failure to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control is in the process of evaluating the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.